Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that the system could no longer make an exposure. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation was performed via review by siemens experts based on complaint description, customer service reports, and system history. According to the available information an x-ray was not possible during an interventional procedure. Customer stated that a message "no xray, release footswitch in control room" was displayed, but also that there was no footswitch in present in the control room. As result the procedure was continued and finished using an alternative system. Unfortunately, in this case, a more in-depth and verifiable analysis of the problem described in the complaint was not possible. This is because our service department was denied access to the system and the customer did not provide log files or further necessary information. A root cause can not be determined.